Manufacturer narrative:
Initial.

Event description:
It was reported that a user on an insulin pump with dexcom g7 experienced recurrent overnight hypoglycemia for about one to two weeks after travel, with lows to 30¿39 mg/dl, frequent treatment with oral carbohydrates including a large quantity of gummy bears, and occasional temporary suspension of insulin; the user believed variable high-carbohydrate intake during travel led the algorithm to maladapt, and no device component malfunction was identified. Symptoms included hypoglycemia with sweating and flushing. Outcomes included the need for medication-level intervention through oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.